Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient tried to send transmission via the merlin app but was unable to send or connect with the device. Upon interrogation in clinic, connection could not be established with the loop recorder. After several times placing a magnet over the device to interrogate, the same message appeared ¿no monitor detected.¿ the bluetooth was reset but communication could not be established. The clinic was able to get the loop to respond to the programmer or the patient¿s cell phone. The patient was stable throughout the interrogation.